Event description:
The pt was unable to receive his chemotherapy for hodgkin's disease when the staff was unable to access the port. A port-a-cathogram showed leakage at the junction of the circular portion of the catheter. At the time of removal, the surgeon found necrotic tissue around the port and suspects that some chemo may have extravasated.